Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient presented to the hospital due to pre-syncope. Upon interrogation, the device was found in backup vvi mode with intermittent loss of pacing potentially due to an MRI procedure. A device reset was attempted unsuccessfully and it was noted that the device's battery impedance was high. The patient was admitted to the intensive care unit (ICU) and stabilized using a temporary external pacemaker. The device was then explanted and replaced. The patient was stable.

Manufacturer narrative:
The device was received with no output, no telemetry and battery having reached eol. Review of the device image after cutting open the device and installing a new battery show some of the registers in the device image were corrupted caused by exposing the pacer to an external radiation source. Information of when backup and eri occurred were not available due to corrupted registers. Additional records were requested from the field, but the information was not available when writing the report. After attaching a new battery and re-loading the product code without anomaly, the device was tested under nominal and field settings and the results indicate normal functionality. The device projected longevity was calculated based on field settings to be 3.05 years implant duration was 3.83 years which exceeded projected longevity and it is considered normal battery depletion.